Manufacturer narrative:
Event date: unspecified day of (B)(6) 2018. Device manufacture date: april 16, 2018 - april 17, 2018. The actual device was discarded and not available; however, a photograph of the sample was provided for evaluation. Visual inspection on the returned sample photo revealed that the bladder was ruptured. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured. The issue occurred during set up, prior to use. The folfusor was filled with an unspecified solution. There was no patient involvement. No additional information is available.